Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported the patient was experiencing high impedance. In turn, surgical intervention may occur later to address the issue.

Manufacturer narrative:
Correction: additional information indicated incorrect patient and device information was reported in the initial report. Correct information has been updated on this report. Per additional information there is no issue with the ipg. Hence this is no longer reportable. Per additional information MFR report number in the g8 section for the correct device is 1627487 instead of 3006705815

Event description:
Additional information received indicates the ipg did not contribute to the event as the issue was resolved with the replacement of the lead. This device is no longer considered reportable.